Manufacturer narrative:
(B)(4).

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6 and cut 7. This report is precautionary, due to an increase in high output recordings during servicing we discovered a gap in training at the eoc. The output on this generator is not likely high. We are working on completing the proper training to correct this issue. There was no patient involvement therefore, patient demographic information is not applicable. Correction: only cut 6 reported high output during servicing.

Manufacturer narrative:
Product analysis #(B)(4): complaint confirmed - product event: (B)(4) brief description of complaint: during incoming inspection, service identified high output on cut 6. Evaluation process: the pulsar ii generator was received in good cosmetic condition. Software version 4.3 (latest) is present. The cut 6 output is high - confirmed using the pearson method of power verification. The measured output was 27.46 watts (16-24 watts expected) repair description: the pulsar ii generator has been calibrated, this solved the output problem. Root cause: software, which was out of calibration, caused the generator to deliver high output on cut 6. Post repair, the pulsar ii has been successfully tested according to the pulsar 2 service process instruction 61-10-5631 revision h. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6 and cut 7. This report is precautionary, due to an increase in high output recordings during servicing we discovered a gap in training at the eoc. The output on this generator is not likely high. We are working on completing the proper training to correct this issue. There was no patient involvement therefore, patient demographic information is not applicable.